Manufacturer narrative:
E1 - initial reporter phone: (B)(6). No product samples, pictures, or videos were received for investigation. The complaint of occluded flow could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that at the time of administering the ringer lactate, this returned from the cassette, the liquid did not come out of the burette. It was not provided if the event occurred during usage in a patient and if anyone was harmed as a result of the event.